Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the "up" and "down" arrow buttons began to respond poorly beginning (B)(6) months prior. The keypad is reportedly peeling around the "up" arrow and "contrast" button. This was reportedly discovered (B)(6) after the buttons stopped responding. This complaint is being reported based on the allegation of the unresponsive keypad button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting around the contrast keypad button and the audio bolus button was found to be detached. A damaged keypad and button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad and button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and contrast keypad buttons were unresponsive; the contrast keypad button has no effect on insulin delivery function. The down arrow keypad button was found to be intermittently responsive and required excessive force in order to elicit a response. There was evidence of keypad contamination found under all key contacts.